Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort in the implant area and erosion was observed at cuff site. The aus was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Correction to field b3. Date of event: exact event date is unknown; therefore, first day of bsc aware month was selected.

Manufacturer narrative:
B3. Date of event: exact event date is unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort in the implant area and erosion was observed at cuff site. The aus was explanted and replaced. No further patient complications were reported.